Manufacturer narrative:
Correction b3, b5, d10, d4 (lot # and UDI #), h10 (information omitted on initial report). B5: remove: ¿paclitaxel and¿. Leave: the set was used with pembrolizumab. D10: concomitant product: add therapy date: o1/31/2023; remove: paclitaxel (taxol), therapy date. Ni) additional information was added to d4 (expiration date), h3, h4, h6, and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection observed a separation between the assembly of tubing and the drip chamber. The reported condition was verified. By the nature of the sample, the cause of the condition could not be determined. However, potential causes could be are components out of specification and/or improper manual assembly during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, paclitaxel set was leaking from the connection of the set tubing and the bottom of the drip chamber. The set was used with paclitaxel and pembrolizumab. The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.